Event description:
The user facility reported that while the clinician was attempting to secure the needle into the safety mechanism, the clinician sustained a needle stick. The clinician is receiving treatment consistent with the facility's internal protocol for blood exposure. No permanent adverse effects to the clinician have been reported. There was no patient injury reported.

Manufacturer narrative:
Manufacturer completed the entire form.